Event description:
It was reported that this patient was in the clinic and their implanted pacemaker device could not be interrogated. In addition, the device exhibited no magnet response. The patient was noted to have never had a device check in the past. The pacemaker device has been in service for approximately 6.5 years. The boston scientific field representative indicated that the physician was considering abandoning the pacemaker device due to the patients age. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.